Manufacturer narrative:
Event is under investigation and updates will be provided on a later date. (B)(4).

Event description:
A male patient was positioned head first supine and scanned for pelvis examination using the ds anterior 1.5t coil. The patient experienced a heating sensation and 2nd degree burns resulting in blisters ( approx. 2cm x 2cm) on the inside of both inner thighs.

Manufacturer narrative:
Based on the provided information and test performed on site, there is no indication of a malfunction of the coil used that contributed. The injuries on the inside of the patient¿s inner thighs are consistent with injuries caused by so called skin-to-skin contact. Although padding was used between the legs this could not prevent the upper inner thighs from touching. It was stated that there was potential for skin-to-skin contact close to the affected area. Furthermore, 3 scans on high sar level were administered that may have contributed.